Event description:
It was reported that during a roux-en-y procedure, the device's blade broke off inside the patient. The blade tip was retrieved. No reported patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.